Manufacturer narrative:
The event occurred from 03/15/2021 till 03/17/2021.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was being used to administer a daily infusion of total parenteral nutrition (tpn) to a patient recovering from a whipple procedure for pancreatic cancer. It was reported that the pump alarms frequently, especially during the night, for air in the line. The patient followed the instructions to clear the air (although, none were ever detected past the filter), prime, and restart the run. Sometimes only a few minutes would go by until the pump would alarm again. The alarms were disruptive to the patient's sleep. The pump passed preventative maintenance on (B)(6) 2021. A new pump was ordered for the patient and there was no patient injury.